Event description:
The ge oec 2600 uroview fluoroscopy system displayed x-ray overtime errors when making exposures that utilize the large filament on the x-ray tube. Reported x-ray overtime errors.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a failing high voltage tank. The high voltage tank was ordered and replaced by the facility and was reported to be functioning as intended. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this incident.